Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: after priming patient's medications, the alaris pump displayed an "air in line" alert. Despite multiple attempts to clear the air, nurses were unable to resolve the issue and had to return the medication to the pharmacy for re-bagging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.